Event description:
The info provided to sjm indicated a 6f angio-seal vip was selected for use. During the pullback step, the physician was unable to withdraw the insertion sheath/carrier tube assembly. The pt was taken to surgery to remove the device.